Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse cleaned the needle and performed an impass sense (resistant test) and resolved the issue. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from (B)(6) 2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [4017] spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause of the reported issue is due to clogging of the sample needle.

Event description:
A customer reported to the distributor receiving error message 4017 spec.sy clog detected while operating on the aia-360 analyzer. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of alpha-fetoprotein (afp), troponin I (ctnl2), prolactin (prl), progesterone ii (prog ii), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.